Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, in-stent restenosis and death occurred. In (B)(6) 2007, the patient was referred for cardiac catheterization. The 99% stenosed lesion was 8mm long with a vessel reference diameter of 3.0mm and was treated with the pre-dilatation of a 3.0mm x 15mm balloon and placement of a 3.00x8mm taxus express 2 study stent. The stent was post-dilated with a 3.25mm x 13mm balloon. Post-ivus was performed, the stent was well expanded well and the target lesion had 25% residual stenosis. The patient was discharged from the hospital seven days later. In (B)(6) 2011, the patient experienced an "unexpected death". The official cause of death is unavailable. The physician didn't know whether of not an autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not performed on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).